Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a insulin paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor, the sensor functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump suspended due to inaccurate sensor readings. The patient¿s sensor glucose was 70 mg/dl despite a blood glucose of 120 mg/dl. The customer also had issues with calibration errors. Troubleshooting was performed for the calibration issues but not for the sensor glucose and blood glucose discrepancies. The sensor will be returned for analysis.